Event description:
At the conclusion of a coronary angiogram, a duett sealing device was used to seal right femoral artery puncture site. Within approx 10 minutes, the pt experienced symptoms of arterial occlusion. Lower extremity angiogram revealed the presence of a thrombus in the right external iliac artery extending the popliteal artery. Required surgical removal of the thrombus. Suspect leakage of the sealant into the vessel caused the thrombus.